Event description:
A hemodialysis nurse has reported an internal blood leak on a f4 dialyzer during a pediatric hemodialysis treatment. Reportedly, treatment was initiated and as soon as blood reached the arterial header of the dialyzer, the blood leak alarmed. The ebl was 50 cc's. The dialyzer was replaced and primed. Hemodialysis was restarted without complication. The pt remained stable requiring no medical intervention. There is no sample available for eval.

Manufacturer narrative:
(B)(4).